Event description:
The device was reportedly returned from clinical service at the customer facility with no note. There was no tracking info (nurse, pt, location) available. There were no reports of any adverse pt events while the device was in clinical use. During testing by a field service rep, it was found that the device did not alarm for proximal or distal air-in-line.